Manufacturer narrative:
Correction to g2 to add the foreign country france. Additional information was received from the reporter, please see updates to b6. This report is being supplemented to provide additional information based on the customer provided cleaning disinfection and sanitization (cds) practices, third party test results and the legal manufacturer's final investigation. The user provided their cds practices of the subject device where the detergent used for pre-cleaning is aniosyme x3 . The device is manually processed with a bw 412t cleaning brush, anioxy twin, glutaraldéhyde, and peracetric acid disinfectants, and aniosyme x3 detergent. The device is also treated with an cantel isa automatic endoscopic reprocessor (aer) using intercept plus cantel detergent and rapicide pa cantel disinfectant. The device is stored in an endodry cantel drying cabinet. Olympus is the maintenance provider of the subject device. The device was evaluated where no abnormalities were found that could have led to the positive culture. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "precautions: failure to properly clean and high-level disinfect or sterilize endoscopic equipment after each examination can compromise patient safety. To minimize the risk of transmitting diseases from one patient to another, after each examination the endoscope must undergo thorough manual cleaning followed by high-level disinfection or sterilization."

Manufacturer narrative:
Hmi (hygiene microbiological investigation) found device positive on filamentos and pseudomonas spp. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
As reported, after a microbiological routine control test on the subject medical device as required by (B)(6) regulation, the user detected an unexpected contamination. The issue found during reprocessing. The user then sent the device to the (B)(4) olympus subsidiary for hmi (hygiene microbiological investigation) for further investigation. The user did not report any contamination or any patient injury or patient infection. No user injury reported.